Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and cracked reservoir window corner noted. Insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the part where the clip slides in, where it latches, cannot lock in and falls off part where the reservoir was cracked, the side goes towards the bottom went upward to where the buttons. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.